Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined the root cause is due to production fault. This unit had been reworked from moog to micronel vents in production. As patch 16 was put on hold, the software was downgraded to v6.0.1200.0 prior to shipment to the customer. Most likely the blower type change is not saved during production, as patch 12 / 13 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch >=16. After the unit reconfigured with a moog blower, the issue resolved.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite and downloaded the log files . The blower update/test and sw update to patch 19 had been completed . O2 (oxygen) calibration and circuit checks were all verified and successful. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having alarm 401 - inspiration valve or device leaky. Furthermore, there was no information for patient harm associated with the event.